Event description:
It was reported that the patient was wearing a holter monitor that recorded a missing ventricular pace on the implantable pulse generator (ipg). Reprogramming was discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.